Event description:
Reportedly, on 21-may-2025, the smarttouch tablet froze multiple times. The physician is not able to program or to perform tests.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet froze multiple times. The physician is not able to program or to perform tests.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. However, device initialization is very slow. Review of the extracted files permit to highlight that the known pop-up issue occurred. An invisible pop-up is displayed and the user is not able to validate it, therefore, the user interface stay unresponsive. Updating the smartview to the latest version will resolve the issue. This case is retained and utilized for trend purposes.